Event description:
Edwards learned that a 21mm aortic pericardial valve was explanted after an implant duration of eight (8) years and six (6) months due to structural valve degeneration which led to severe aortic stenosis and left ventricular dysfunction. An edwards elite 19mm pericardial valve was implanted as a replacement. Device was returned for evaluation.

Manufacturer narrative:
X-ray demonstrated heavy calcification on leaflets 1 and 2, moderate calcification on leaflet 3, and bent commissure 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had a tear near commissure 2 of approximately 10mm. Calcification was evident near the tear. Calcification and host tissue restricted leaflet mobility and led to stenosis. The wireform was exposed near commissure 3 as seen on the inflow aspect. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Based on our gross analysis and x-ray, the clinical observation of stenosis was confirmed with calcification as the primary contributor. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.